Event description:
Patient's spouse reports they were receiving various alarms on the patient's pump earlier (excessive noise, disconnect from catheter) & wanted to set up the patient's backup pump to use when they are discharged from the hospital but was having an issue with the pairing process. Registered pharmacist instructed spouse to remove the old pump & remote from the room so it would not interfere with the bluetooth pairing process, then put a battery into the remote & hit the side button to wake it up. Spouse reports there was a battery on the screen but nothing else & they didn't think the battery was fully charged so they plugged the remote in. They also inserted a battery into the pump & put the pump & remote next to each other & held the blue button down. The pump serial number was not appearing on the screen of the remote. Spouse advised they wanted to get all batteries fully charged & then try again; spouse requested callback in one hour. Registered pharmacist called back & confirmed. Spouse was able to pair the backup & remote successfully after letting the batteries charge. Spouse is requesting replacement pump for pump that was giving the error messages. Registered pharmacist was unable to troubleshoot as patient is currently admitted to the hospital for an emergency left hip replacement & infusing remodulin there. Date of admittance or current length of stay is unknown. No adverse events or interruption in therapy reported due to pump issues. Pharmacy will replace pump, which is available for return. No further info, details, or dates available. Subcutaneous (B)(6) pharmacy fill patient via remunity pump. Patient started using remunity device (B)(6) 2024. Diagnosis for use: pulmonary arterial hypertension.